Event description:
It was reported that the patient had one lead with high impedance. The lead was explanted and the patient was doing well postoperatively. There was no device malfunction suspected. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.